Event description:
Rn (registered nurse) spiked ns (normal saline) 250 ml bag of remicade. Rn began to prime but observed fluid leaking down around tubing onto floor. Rn placed medication back in hazardous drug transport bag and returned to pharmacy. New dose of remicade dispensed. Area wiped down. Tubing used was baxter interlink system extension set. Lot (10) rr25d08079. Spike pierced through plastic at entry point at an angle causing the side wall of the entry port to rupture. Rn was under impression that she was holding plastic taught upon spiking; however tubing type is new and perhaps spike is sharper than previous administration set. Rn will be increasingly cautious of pulling entry point taught as to avoid the spike piercing through at an angle.